Event description:
Reportedly, when the defibrillator discharged energy to the patient, the attached monitor inappropriately displayed the patient as a flatline trace simultaneous with illumination of the monitor service indicator.